Event description:
International affiliate x-ray revealed the peritoneal catheter to be severed from programmable valve. A second surgery was performed to remove the valve but the severed catheter could not be removed and remains in the pt.